Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 468mg/dl. The customer was told at the emergency room that she had a mild stroke caused by his high glucose level. The customer was experiencing high glucose for (B)(6). Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and passed. The customer believes that his high blood glucose is due to the infusion set change every four days instead of two to three days. The customer stated he has scar tissue. No further info was provided.